Manufacturer narrative:
Due to an unknown lot/serial number and no device return, product history review could not be performed. H3: code "other" was selected as the medical device remains implanted. H6: code 1887 ¿ patient was coughing up blood from the respiratory tract. H6: code 4614 ¿ a severe injury, illness or impairment which requires hospitalization or medical intervention. H6: code 4642 ¿ use of an additional or alternative device was required to achieve optimal outcome. H6: code 4003 ¿ problem with all or part of an implanted or invasive device moving from its intended location within the body. H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. H6: code 4111 ¿ the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. H6: code 4114 ¿ the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The following publication was reviewed: failed transcatheter pulmonary artery embolization in a patient suffering from massive hemoptysis after thoracic endovascular aortic repair. As treatment of the impending rupture of a distal arch aneurysm in an older patient presenting hemoptysis, an emergency thoracic endovascular aortic repair (tevar) with zone 2 landing without revascularization of the left subclavian artery was performed using gore® tag® conformable thoracic stent graft (ctag 28 mm x 10 cm for distal and ctag 37 mm x 15 cm for proximal). An additional tevar with debranching from the right common carotid artery to the left common carotid artery (propaten 7 mm) and proximal zone 0 landing (ctag 45 mm x 15 cm) and chimney stenting in the brachiocephalic trunk (e-luminex 12 mm × 80 mm, bard) was performed two months later as the patient suffered another sudden massive hemoptysis and was retransferred to our hospital. The CT examination revealed migration of the stent-graft and enlargement of the aneurysm, without any sign of rupture. On the first pod however, the patient suffered from another massive hemoptysis. The CT examination showed no endoleak, but an obvious lung consolidation in the left upper lobe adjunctive to the distal aortic arch. Because the aorta was considered to be a very unlikely source of bleeding, an angiography of the left pulmonary artery was performed, revealing a pooling of the contrast agent in a branch of the pulmonary artery in the upper lobe. The lung parenchyma was considered to be the bleeding source and transcatheter pulmonary artery embolization was performed, and the episodes of massive hemoptysis appeared to have ceased. The patient died of sudden recurrent massive hemoptysis 40 days later. Reportedly it is considered that the massive hemoptysis were not due to aortobronchial fistula / pulmonary parenchymal fistulation (abpf), but bleeding from lung parenchyma adjunctive to the aortic aneurysm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
The following publication was reviewed: failed transcatheter pulmonary artery embolization in a patient suffering from massive hemoptysis after thoracic endovascular aortic repair. <case report> an emergency thoracic endovascular aortic repair (tevar) with zone 2 landing without revascularization of the left subclavian artery was performed using gore® tag® conformable thoracic stent graft (ctag 28 mm x 10 cm for distal and ctag 37 mm x 15 cm for proximal) as treatment of the impending rupture of a distal arch aneurysm in an old patient presenting hemoptysis. Two months later, the patient suffered another sudden massive hemoptysis and was retransferred to our hospital. The CT examination revealed migration of the stent-graft and enlargement of the aneurysm, without any sign of rupture. An additional tevar with debranching from the right common carotid artery to the left common carotid artery (propaten 7 mm) and proximal zone 0 landing (ctag 45 mm x 15 cm) and chimney stenting in the brachiocephalic trunk (e-luminex 12 mm × 80 mm, bard) was performed. However, the patient suffered from another massive hemoptysis on the first pod. The CT examination showed no endoleak, but an obvious lung consolidation in the left upper lobe adjunctive to the distal aortic arch. Because the aorta was considered to be a very unlikely source of bleeding, an angiography of the left pulmonary artery was performed, revealing a pooling of the contrast agent in a branch of the pulmonary artery in the upper lobe. The lung parenchyma was considered to be the bleeding source and transcatheter pulmonary artery embolization was performed, and the episodes of massive hemoptysis appeared to have ceased. However, the patient died of sudden recurrent massive hemoptysis 40 days later. Reportedly it is considered that the massive hemoptysis were not due to abpf, but bleeding from lung parenchyma adjunctive to the aortic aneurysm.